Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with no other devices. The balloon was tightly folded. The guidewire exit notch was damaged, mostly the damage was caused by interaction with a guidewire. Functional testing was completed using a kinetix .014¿ guidewire as the guidewire used in the clinical event was not returned for analysis. The outer diameter (od) was measured using a calibrated snap gage, the od of the guidewire was .0135¿. The kinetix guidewire was advanced through the entire device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in a coronary artery. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during procedure, the device became twisted with a non-bsc guide wire and was difficult to retrieve. Eventually, the device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable and was discharged from the hospital with good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in a coronary artery. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during procedure, the device became twisted with a non-bsc guide wire and was difficult to retrieve. Eventually, the device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable and was discharged from the hospital with good condition.